Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the twisted hub defect is associated with the assembly process.

Event description:
It was reported that a syringe 10ml s/t 200 s/c had excessive barrel lubricant before use. The followoing was reported by the initial reporter: "it was reported fm - other verbatim: per customer's response (B)(6) 2021. Good afternoon¿ we unfortunately cannot locate the affected product so no further action is needed on this case. Email from customer "this morning at one of our operational huddles it was brought up the when opening a 10ml syringe (product code (B)(4)) it was noted that there was a film on the plunger. I had worked with (B)(6) a few years back and he responded that this was normal and was due in part by the manufacturing process. I unfortunately no longer have that communication but am wondering if you can provide details regarding this film and the manufacturing process. We also have the item that this was noticed on and can provide others if needed. I believe (B)(6) had stated medical grade silicone? Or something along those lines.""